Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for lots 25097895, 25097679, and 25096649, the last 3 lots shipped to the account prior to the aware date. There was no nonconformance recorded int he lot history related to the complaint defect. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the acrobat v vacuum stabilizer system, std would not provide suction. A replacement device was used to complete the procedure. The hospital did not report any pt effects.